Event description:
It was reported that the patients ipg would no longer take a charge and work as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last 3 months.